Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected and replace battery now alarm on insulin pump. The customer blood glucose level was unknown.. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement and active current measurement tests. All currents within specified ranges. However, confirmed power error detected due to non-sleep anomaly software error. In addition to this, the unexpected battery power loss is confirmed. The connection between the battery cap and the battery compartment is intermittent due to a crack in the battery tube threads. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The s/n label located between the belt clip rails is illegible. Finally the middle keypad button is cracked.